Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, due to the inaccuracy, they had to go to the emergency room. The patient declined to provide any further details regarding the event and no information was received regarding symptoms, treatment, or cgm and blood glucose readings. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, due to the inaccuracy, they had to go to the emergency room. The patient declined to provide any further details regarding the event and no information was received regarding symptoms, treatment, or cgm and blood glucose readings. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.